Manufacturer narrative:
Other contact person: (B)(6). Updated field: b4, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) checked the machine and observed no errors detected. The fse refitted the main board and front end board connections. The fse checked functionally and found the unit was working within specifications. Helium transducer calibration also performed. The fse ran the machine for 3 hours with balloon and trainer, no issues detected. The fse handed over the machine in working condition.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 had system failure error issue during routine check customer found the issue. There was no patient involved. No harm or injury to the patient was reported.